Event description:
Per the clinic, the patient experienced chronic pain, headache, developed an infection and loss of osseointegration. Subsequently, was treated with oral and topical antibiotics (specific date and duration not reported) and an injectable steroid in (B)(6) 2024. However, the issue could not be resolved and the patient underwent abutment removal on (B)(6) 2024. Eventually, the patient was placed under general anesthesia on (B)(6) 2025, in order to explant the internal fixture. There are no plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.